Event description:
The customer contacted physio-control to report that their device would not remain powered on for more than 30 seconds at a time. This occurred when the device was connected to both ac and battery power and with fully charged batteries. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation has been observed through functional and performance testing. The device will be returned to the customer for use.the cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.